Event description:
It was reported to philips that the bootup was stuck at zero due to a suspected flexvision pc issue on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision pc and hard disk spare part, returning the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).